Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic procedure. The obturator / trocar broke. The blade did not deploy. In order to resolve the issue and complete the case, another access port was used. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.